Event description:
A male patient in his mid (B)(6) with the underlying medical condition of spontaneous intracerebral hemorrhage had a camino 1104l intracranial pressure catheter (icp) implanted. When the patient returned from the computerized tomography (CT) department, the icp catheter was no longer working. The catheter was removed and replaced with a new catheter. It was reported that the licox bolt remained in place. The replacement catheter worked. There was no injury to the patient and no sequelae from the malfunction of the catheter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.